Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. It was noted that the patient wanted to tell everyone that the device did not work. It was noted that the patient believed the device was "a joke and totally worthless." It was noted that "they can't get stimulation to move up" her left leg. It was noted that the patient had good results in her trial. The patient reported a year later that she never had therapeutic effect; she was not happy with the therapy. It was never effective. The patient has tried to have it reset several times, but the stimulation makes her back hurt more with stimulation on. When the patient would leave the office after programming, she would feel okay but half hour after it would be painful for her. The patient turned the stimulation off four months ago. After implant the patient choked on chicken and threw up, her doctor told her that throwing up could have caused the lead wire to move, which is causing her stimulation issues today. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.